Event description:
It was reported that a homechoice cassette leaked; further described as "a leak on the clamp side of the supplement line". This occurred during priming of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as "a leak on the clamp side of the supplement line". This occurred during priming of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10. H10: a portion of the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing could not be performed, as only a portion of the sample was received for evaluation. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.